Event description:
Detachment of the catheter from the access port. The customer noticed the problem only after the explant, when he noticed a gap between the ring and the catheter. He was able to recover the catheter thanks to a surgical procedure.

Manufacturer narrative:
Batch review: we have checked the mfg file of this lot of celsite access ports, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of access ports, sold since (B)(4) 2012. Investigation results: neither the device or the x-ray pictures were forwarded to the MFR for eval. Conclusion: w/o the device, no conclusion can be drawn.